Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The sheath was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We were unable to test the sheath since it was not returned. The reported leak and blood in tubing cannot be confirmed by the evaluation since the sheath was not returned for evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported the physician inserted an intra-aortic linear (40c.c) balloon (iab) catheter on patient and found blood was in sheath during insertion. He suspected a leakage in balloon. There was no reported injury of the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported the physician inserted an intra-aortic linear (40c.c) balloon (iab) catheter on patient and found blood was in sheath during insertion. He suspected a leakage in balloon. There was no reported injury of the patient.